Event description:
Customer reported brakes are loose. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened the brake and casters. System operates as intended.